Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited intermittent pacing capture failures when the lead was set to the maximum output and oversensing. It was noted that the patient experienced syncope. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.